Event description:
Customer reported that the date and time set in their precision xtra blood glucose had changed spontaneously. This is a known malfunction with the software that causes incorrect trending of glucose results. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The meter returned and an investigation is in progress. A follow up report will be filed when investigation results are available. Customers and retailers have been informed through the adc fa21dec2006 letter.